Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced a pneumothorax during an implant procedure. Follow-up with the clinic revealed that the pneumothorax occurred during the implant of the right ventricular (rv) lead; however, no intervention was documented in the patient's medical record. The rv lead remains in use. No further patient complications have been reported as a result of this event.